Event description:
In 2008, the distributor reported that upon receipt, it was identified that the screw disassembled. This malfunction has been resulted in an adverse event in the past.

Manufacturer narrative:
Event not occur in surgery. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.